Event description:
It was reported that patient underwent partial knee arthroplasty on (B)(6) 2007 and was revised to a total knee on (B)(6)2012 for an unknown reason. Subsequently, the patient was revised on (B)(6) 2014 due to stiffness and lack of flexion. The surgeon debrided and downsized the thickness of the bearing. There was no visible wear on the bearing.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2014-08835 & 08871).

Manufacturer narrative:
This follow-up report is being filed to relay corrected information and additional information, which was unknown at the time of the initial medwatch.